Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode was used during a hepatic radiofrequency ablation (rfa) procedure performed on (B)(6), 2012. According to the complainant, no issues were noted during the entire ablation of the target tumor. However, upon removal of the electrode, a third degree puncture burn about 24mm in diameter was found on the patient's abdomen. The patient was reported to be stable following the procedure and the burn was treated with topical cream. It was reported that an electrode insulation issue was suspected, but this could not be confirmed via visual inspection.

Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode was used during a hepatic radiofrequency ablation (rfa) procedure performed on (B)(6) 2012. According to the complainant, no issues were noted during the entire ablation of the target tumor. However, upon removal of the electrode, a third degree puncture burn about 24 mm in diameter was found on the patient's abdomen. The patient was reported to be stable following the procedure and the burn was treated with topical cream. It was reported that an electrode insulation issue was suspected, but this could not be confirmed via visual inspection. Corrections: the treatment algorithm was followed and the recommended settings were used during ablation of a cirrhotic liver tumor. The duration of the procedure was 22 min, and 190w was the highest output power achieved. It was reported that a metal guide was not used. Energy was applied for approximately ten minutes, and roll-off was achieved successfully. Four grounding pads were placed as recommended by the labeling. The leveen coaccess electrode was used in conjunction with an rf 3000 radiofrequency generator.

Manufacturer narrative:
.

Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode was used during a hepatic radiofrequency ablation (rfa) procedure performed on (B)(6), 2012. According to the complainant, no issues were noted during the entire ablation of the target tumor. However, upon removal of the electrode, a third degree puncture burn about 24mm in diameter was found on the patient's abdomen. The patient was reported to be stable following the procedure and the burn was treated with topical cream. It was reported that an electrode insulation issue was suspected, but this could not be confirmed via visual inspection.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found no issues, although the coaccess introducer set originally provided with the device was not returned, so it could not be examined for potential insulation damage. The tines were noted to be evenly spaced and properly formed, and they extended and retracted as intended. Electrical testing confirmed the device also met the continuity specification, indicating the device was able to conduct current properly. As the returned device could not be functionally evaluated with respect to patient burns while in use, the complaint could not be confirmed. However, the risk of burns is noted as a potential adverse event within the directions for use (dfu). The complaint is therefore attributed to a known physiological effect of the procedure. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no deviation was found.